Manufacturer narrative:
510k: this report is for an unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that the viper 2 mis closed tower disconnected from the in-situ screw. To complete the procedure the screw and tower were replaced with new ones. There were no fragments generated. There was a surgical delay of approximately twenty (20) minutes. There was no consequence to the patient. Concomitant device reported: screw (part number unknown, lot unknown, quantity unknown), rod (part number unknown, lot unknown, quantity unknown), viper2 screw extension, closed (part number 286725200, lot 0810mi, quantity 1). This report involves one (1) unknown screw. This is report 2 of 2 for (B)(4).